Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2017 at around 1:30 am she woke up with symptom of ¿sweating profusely.¿ the patient claimed she tested her blood glucose with the subject meter an unspecified time after she became symptomatic and reportedly obtained readings of ¿130, 117, 85, 117 and 83 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient manages her diabetes with a combination of oral medication (metformin) and insulin (humalog and lantus). The patient claimed she treated herself at around 1:45 am with 1 glucose pill and 4 prunes. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.